Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: (B)(4). Correction: catalog number, gtin number: the device catalog number was incorrect in the initial report, therefore, the gtin number was also incorrect. The catalog number has been updated from 532.001 to 532.010. The gtin number has been updated from (B)(4) to (B)(4). D4: serial number: the serial number was unknown in the initial report. The serial number has been updated as (B)(6). G1-2: the manufacturer location was unknown in the initial report. The location has been updated to waldenburg. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. H4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 6/2/2009. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which determined that the device failed pretest for check the off/oscillation/on, switch mode function, oscillation angle, switching function, check compatibility between colibri/small battery drive (sbd) and colibri ii/ sbd ii, triggers and electronic control unit (ecu) functions, check the function with electric pen drive console and check the power with test bench. During service/repair, it was determined that the device had no power. It was determined that the issues were consistent with improper maintenance. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: serial number unknown; (B)(4). The serial number was unknown; therefore, the device manufacture date is unknown. The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that prior to an unspecified surgical procedure, the small battery drive device was ¿just spinning¿. No further clarification was provided. However, the reporter indicated that they interpreted the issue as the device must have kept spinning even without trigger manipulation. This event did not occur during surgery. It was not reported if there was a delay to the surgery or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.